Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had driveline power fault alarms. A log file analysis confirmed driveline a fault alarms occurred on (B)(6) 2025. The driveline power fault alarms did not interfere with the pump operation. The log files from the new modular cable and system controller showed the driveline power fault alarms did not return. The connector pins and surface appeared clean.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis. Review of the log files revealed starting on (B)(6) 2025, a driveline power fault alarm activated due to the current sense online a dropping below the threshold amperage. On 22oct2025, provided information stated that the controller, serial number (B)(6), and the modular cable were both exchanged. The event log file from the controller (B)(6) confirmed exchange of the modular cable and controller resolved the alarm. Pump operation was not affected by the alarm. The heartmate 3 vad modular cable (lot number unknown) was not returned for analysis. A picture submitted by the customer of the modular cable was unremarkable. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including driveline power fault alarms. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the modular cable were unable to be reviewed as the lot number was unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis and return of the modular cable. Review of the log files revealed starting on 22oct2025, a driveline power fault alarm activated due to the current sense on line a dropping below the threshold amperage. On 22oct2025, provided information stated that the controller, serial number (B)(6), and the modular cable were both exchanged. The event log file from the controller (B)(6) confirmed exchange of the modular cable and controller resolved the alarm. Pump operation was not affected by the alarm. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The returned modular cable (lot number: unknown) was connected to the returned system controller and a mock circulatory loop, and while manipulating the cable by hand no alarms were produced. The wires in the modular cable were then electrically tested, and the cable did not pass testing, indicating an issue with the underlying wires. The outer jacket and underlying protective layers were then removed from the modular cable, and inspection of the wires revealed that the brown (power a) wire was damaged in two areas. Damage to this wire would result in the reported event. The reported event was determined to be due to a break in the power a wire in the modular cable. Although not conclusively determined, repetitive flexing of the modular cable during use over time may have contributed to the observed underlying wire damage. Incidental findings: wire fatigue on the red (power b) wire. The relevant sections of the device history records for the modular cable were unable to be reviewed as the lot number was unknown. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including driveline power fault alarms and the actions to take if the issue does not resolve. These sections also contain a subsection entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.